Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was returned with the needle release button depressed. The evaluation of the needle mechanism presented no issue: therefore, the complaint about the needle released on its own could not be confirmed. The root cause of the complaint could not be determined as the complaint could not be confirmed.

Event description:
The patient reported that she had experienced 2 v-go devices today on (B)(6) 2019 in which the needle released on its own. The patient did not think that she accidentally pressed the needle release button in error. The patient did mention that she has saved one of the v-go devices in question but has already discarded the other one.